Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/05/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2023. The patient was under 2 years old, which is off-label usage of the device. It was reported that the pediatric patient experienced a skin reaction with redness, under entire patch area, which occurred 1 day after the sensor had been inserted in the leg. There were no photos of the skin reaction from this specific sensor were received, but the parents stated that it looked like the picture received for a separate complaint. That picture shows an allergic systemic reaction spread well extended beyond the adhesive patch. It is mentioned that the patient has a plaster allergy. There was no treatment documented. Although there was no picture received for this specific sensor session, with the parents reporting it looked like the reaction, and that the patient suffered an allergic systemic reaction reported in the related complaint, it is highly likely that the patient suffered a similar systemic allergic reaction for this sensor session. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.